Manufacturer narrative:
E1: patient city: (B)(6), patient country: united kingdom. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as tape was not sticking, and they explained that this occurred because they play sports frequently. No further information available.